Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2021-00034. Device 2 is being reported under MDR-2247858-2021-00035.

Event description:
Left limb occlusion from a (B)(6) implant with dr. (B)(6) at (B)(6) hospital (both limbs are the same size so both lot numbers are provided since not sure which was implanted on the left side). Patient outcome - "patient is doing well, stents were placed."

Event description:
Left limb occlusion from a february 4th implant with dr. (B)(6) at (B)(6) hospital (both limbs are the same size so both lot numbers are provided since not sure which was implanted on the left side). Patient outcome - "patient is doing well, stents were placed."